Event description:
It was reported that on the top screen of the external pulse generator under "pace sense" the "a+v a+v" were blacked out. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was bleeding. It was also noted that the upper case, side bail covers and ring cover were broken, and one side bail and ring were missing.